Event description:
Reportable based on device analysis completed on 28apr2026. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation, but the balloon failed to inflate. The procedure was completed with another device. No patient complications were reported post procedure. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis finding: the 2.00mm x 12mm nc emerge balloon catheter was returned for analysis. A visual and tactile inspection identified a break which had occurred in the hypotube. The break in hypotube was located at 5.5cm from strain relief. No other damage was observed along both sections of the hypotube break. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located over the proximal edge of the distal markerband. Microscopic examination identified no damages along the entire distal extrusion shaft. A microscopic examination of the proximal and distal markerband identified no damage. Bumper tip showed no signs of distal tip damage. A leakage testing was performed wherein an inflation aid was connected to the distal section of the hypotube break and during attempts to inflate the balloon, a pinhole leak was identified in the balloon material, over the proximal edge of the distal markerband. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is likely that the lesion anatomy contributed to the reported balloon failure to inflate. Device analysis confirmed a pinhole leak was present in the balloon material which prevented the balloon from inflating fully. The complaint allegation was confirmed. It is most likely that the balloon interacted with the reported moderately calcified and moderately tortuous vessel, which was 90% stenosed, which likely resulted in the balloon pinhole. Further analysis identified a break had occurred in the hypotube. As the complaint did not report a break having occurred during the procedure, it is most likely that the break occurred during device handling post procedure.